Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross the ostial lesion with a taxus express2 3.5 x 12 mm stent, however, resistance was encountered. After the removal of the taxus stent it was noticed that there was a stent strut that was lifted. No pt injuries or complications were reported.